Event description:
It was reported that this patient's left patella was revised. The patella was removed and a competitors device was implanted. The insert was removed as a precaution and an 11mm psc insert was implanted. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported is likely due to prosthesis wear and inclusion of the polyethylene in the packaging recall. Possible causes for polyethylene wear include high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Prosthesis wear of the patella could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.